Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device would not able to get to the target temperature of 37ºc. Patient temp was 38.7ºc. Sales agent travelled to the hospital and checked the system. Water temperature was not going below 30ºc, neither in automated nor in manual mode. Per follow-up information received via ibc on (B)(6) 2021, the device is now in technical service location, as the failure is due to the chiller. Per follow-up information received via ibc on (B)(6) 2021, therapy continued with another device, technical service travelled to the hospital to check the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not able to get to the target temperature of 37ºc. Patient temp was 38.7ºc. Sales agent travelled to the hospital and checked the system. Water temperature was not going below 30ºc, neither in automated nor in manual mode. Per follow-up information received via ibc on (B)(6) 2021, the device is now in technical service location, as the failure is due to the chiller. Per follow-up information received via ibc on (B)(6) 2021, therapy continued with another device, technical service travelled to the hospital to check the device.